Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing on the right ventricular (rv) lead. Additionally, high thresholds were also observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.